Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the inflation lumen which is evidence of a device leak. The returned device was attached to a boston scientific encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 1mm distal to the distal edge of the proximal markerband. An examination of the balloon material and markerband identified no issues. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination identified no kinks or damage to the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in a moderately tortuous and moderately calcified forearm venous shunt. A 5.00cm / 2.0cm / 50cm otw peripheral cutting balloon was selected for use. During procedure, upon second inflation, it was noted that the balloon ruptured at 6atm for 5 seconds. The device was simply pulled from the patient's body and the procedure was completed with another of the same device. There were no patient complications reported and the patient's condition was good.

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in a moderately tortuous and moderately calcified forearm venous shunt. A 5.00cm / 2.0cm / 50cm otw peripheral cutting balloon was selected for use. During procedure, upon second inflation, it was noted that the balloon ruptured at 6atm for 5 seconds. The device was simply pulled from the patient's body and the procedure was completed with another of the same device. There were no patient complications reported and the patient's condition was good.